Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that while the patient was in the hospital after having the device implanted, he was in too much post-surgery pain to use the device. The patient had started feeling shocks at the incision site on the day that he had left the hospital and had turned the device on, which was noted to have been (B)(6) 2014. The incision area was noted to have hurt. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that when the patient initially got the stimulator, he had a 45-minute programming session. They only did a 45-minute session, because the patient was tired and hurting from the implant surgery. He still had stitches, and the stimulator had been shocking him at the incision area when they were programming. This previous shocking at the incision area had resolved.